Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that on the emr (electronic health record epic), the infusion data on one patient was being sent to the electronic chart of a different patient. The infusion involved in the event was midazolam 50mg/100ml bag and was intended to infuse at a rate of 3ml/hr. (1.5mg/hr). It was noted that at around "10 or 10:30 am," the emr was checked by the clinician and showed that the midazolam data was not as expected and there were more actions populating in the I and o chart (intake and output) in epic. It was then discovered by the hospital staff during their root cause analysis of the issue that the 2d barcode used for scanning/device interoperability (qr code, non-bd label) does not match the pump module's true/internal serial number. According to the hospital's biomed, they "discovered that (hospital's asset numbers) shp22634 and shc17679 had the same serial numbers listed in the database, we found the correct sn (serial number) for shp22634 and have changed it. This device now needs to be flashed and associated with epic to reflect the correct sn.¿ the hospital's manager for nursing quality stated that there was "no evidence of incorrect drug infusion. Unverified if there was incorrect drug dose/rate infusion, though we do not believe this occurred." Although requested, the customer stated that the devices will not be sent to the manufacturer for investigation. There was no patient harm.

Event description:
It was reported that on the emr (electronic health record epic), the infusion data on one patient was being sent to the electronic chart of a different patient. The infusion involved in the event was midazolam 50mg/100ml bag and was intended to infuse at a rate of 3ml/hr. (1.5mg/hr). It was noted that at around "10 or 10:30 am," the emr was checked by the clinician and showed that the midazolam data was not as expected and there were more actions populating in the I and o chart (intake and output) in epic. It was then discovered by the hospital staff during their root cause analysis of the issue that the 2d barcode used for scanning/device interoperability (qr code, non-bd label) does not match the pump module's true/internal serial number. According to the hospital's biomed, they "discovered that (hospital's asset numbers) shp22634 and shc17679 had the same serial numbers listed in the database, we found the correct sn (serial number) for shp22634 and have changed it. This device now needs to be flashed and associated with epic to reflect the correct sn.¿ the hospital's manager for nursing quality stated that there was "no evidence of incorrect drug infusion. Unverified if there was incorrect drug dose/rate infusion, though we do not believe this occurred." Although requested, the customer stated that the devices will not be sent to the manufacturer for investigation. There was no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.